Event description:
It was reported the patient presented for a post operative x-ray. The x-ray revealed the atrial lead had dislodged and it was identified the lead undersensed. The lead was repositioned (B)(6) 2024. The patient was in stable condition.